Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 132 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Device passed the displacement test however motor error alarm during prime test due to loose or protruded drive support disk. The motor was tested outside of the device and passed. Unable to verify excessive no delivery alarm due to motor error alarm.